Event description:
It was reported that after completing a firmware update, the user experienced a temporary loss of dexcom g7 glucose readings and pairing failed to the ilet, which resolved shortly thereafter when the sensor reconnected and readings resumed. Investigation included customer troubleshooting and education performed by support during the call. Resolution of this case revealed that the device and cgm reconnected and functioned as expected after allowing time for the update to register. No reported adverse clinical effects. Outcomes no impact to blood glucose control. It was concluded that the event was consistent with normal post-update reconnection behavior with no device malfunction identified.